Manufacturer narrative:
The returned device was evaluated. The pdm¿s main menu header was missing the date and time. In the pdm settings, the date field was blank. The date and time were set and the header was still blank. Resetting the pdm did not resolve the issue. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose : chapter 4 / page 36 you should perform a control solution test when: you suspect that the built-in bg meter or test strips are not working properly. You think your bg readings are not accurate or are not consistent with how you feel. You drop or damage your pdm or expose it to liquids. Your healthcare provider advises you to do so. When you perform a control solution test, if the reading is within the control solution acceptable range, the built-in bg meter is working properly. With the built-in bg meter, checking your blood glucose requires a very small sample size, 0.3 microliters of blood. Checking your blood glucose: chapter 4 / page 43. Warning: "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, these situations can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Consult your healthcare provider for how to treat high and low blood glucose levels. Living with diabetes: chapter 11 / page 116. Warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all time. The kit should include: several new, sealed pods; extra new pdm batteries (at least two aaa alkaline; do not use rechargeable batteries); a vial of rapid-acting u-100 insulin (see the introduction for insulins approved for use in the omnipod® system); syringes or pens for injecting insulin; blood glucose test strips; additional blood glucose meter; ketone test strips; lancing device and lancets; glucose tablets or another fast-acting source of carbohydrate; alcohol prep swabs; instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted; a signed letter from your healthcare provider explaining you need to carry insulin supplies and omnipod® system equipment; phone numbers for your healthcare provider and/or physician in case of an emergency; glucagon kit and written instructions for giving an injection if you are unconscious; (see "avoid lows, highs, and dka" on page 119). Living with diabetes: chapter 11 / page 119. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
The patient reported having issues with his pdm (personal diabetes manager) holding the correct date and time. When he looked at the header bar on his screen, it did not tell him what the time or date was; he had to go into the settings view for this information. He stated that on the status screen, the pod expiration does not list the date it expires just the time. He had also reset the date and time and put it in accurately a few days prior to this report, and at the time of report it was hours ahead even though he did not change it or remove the batteries. The patient mentioned that the pdm is also beeping at him randomly with no messages on the screen. The patient also reported that the pdm is causing him to have high blood glucose due to it delivering his basal rates at the wrong times because the correct time does not stay after being set. His blood glucose was 265mg/dl at the time of the call. The device was returned for evaluation.